Event description:
The manufacturer received information alleging a ventilator's low inspiratory pressure alarm occurred. The patient required to be manually ventilatted with a resuscitation bag and needed to be placed on a different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed, the sponge of the air inlet path assembly was observed to be partially peeled off. The inlet air path assembly needs replaced to address the issue.